Event description:
Implant fracture.

Manufacturer narrative:
Implant regio 36 fractured. Construction was a single crown on the implant. Patient suffered from periimplantitis follwing bone loss and implant instability. Fracture was caused by mechanical overlaoding of the implant after 17 years in situ.

Event description:
Implant fracture.